Manufacturer narrative:
The device was not returned for analysis; however, event details indicate that the system was updated to resolve the issue. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg displayed the elective replacement indicator (eri) message. A manufacturer representative met with the patient and confirmed that the message displayed prematurely. A wireless software update cleared the message. The device is providing therapy.